Manufacturer narrative:
The pump has not been requested to be returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging that on (B)(6) 2014 the patient had experienced a blood glucose (bg) as high as 702 mg/dl with small ketones. It was reported that the patient was treated in the emergency room with insulin via injection and IV fluids. Reportedly, the patient remained on the insulin pump and their bg was 300 mg/dl at the time of discharge. During troubleshooting with customer technical support (cts), it was revealed that the pump was calculating the recommended bolus total correctly. The reporter stated that the patient ¿felt bad¿ for a week leading up to the event. It was also reported that the patient¿s mom had adjusted her basal settings. This complaint is being reported because the patient allegedly experienced hyperglycemia related to use error in changing the basal settings without consulting the patient¿s healthcare provider.